Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. Fse confirmed the reported event by observing the broken large syringe. Fse replaced the large syringe. The customer was subsequently able to run quality control (qc) and patient samples without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 13513506 from 29sep2017 through aware date 29oct2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. The most probable cause of the reported event was due to a broken large syringe.

Event description:
It was reported that the customer heard a grinding noise and received the "706 syringe-l" error with their g8 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One large syringe was returned for evaluation to the tosoh instrument service center (isc) with no shipping damage. Functional testing of the large syringe failed. The reported event was duplicated. The most probable cause of the reported event is due to failure of the large syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.